Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The blood glucose monitor was received by the first level investigation unit, and it was reported the display has a marbled appearance and there is smoke residue in the battery compartment. The blood glucose monitor will be sent to the investigation unit for evaluation. No adverse event was reported.